Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: the distal end had foreign material or a stain present, the distal sheath adhesive was detached, the lens adhesive was worn, the forceps elevator had corrosion, the suction cylinder had discoloration, the switch box had a dent, and due to wear of the angle wire the play of the up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii duodenovideoscope to olympus for yearly inspection. There was no patient or procedural impact associated with the event. The device was returned and evaluated, and foreign material or a stain was noted in the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material / stain remained due to insufficient cleaning. The event can be prevented by following the instructions for use: "- detection method is included in operation manual chapter 3 preparation and inspection. - preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.